Manufacturer narrative:
Patient identifiers: information unknown/not provided. If implanted, give date: not applicable as there is no indication that the device was implanted. If explanted, give date: not applicable as there is no indication that the device was implanted, thus not explanted. Initial reporter address: (B)(6). Initial reporter telephone: (B)(6). Product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order(po). Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A customer reported to anvisa, brazil's health authority, that the haptic on an intraocular lens (iol) detached when trying to insert the lens using the proper technique. No more information was provided.

Manufacturer narrative:
This is to correct the initial submission section g3, date received by manufacturer. It stated jan 19, 2023. The correct date is jan 20, 2023.